Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the equipment power does not come on. Fse diagnosed and found that the equipment did not operate due to a failure of the power supply unit. Review of the system log files showed power issue starting at 07:20. Fse ordered and replaced the pdu fan tray and dcps. After replacement of pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.